Manufacturer narrative:
(B)(4). Correction:information was erroneously omitted from previous submissions.

Manufacturer narrative:
(B)(4). Product surveillance attempted to obtain additional information regarding the reported event. The sample is not available. Should additional information become available, a follow -up report will be submitted.

Manufacturer narrative:
(B)(4). There was no allegation of device malfunction reported by the customer. The complaint was confirmed through global technical services troubleshooting and cause was identified as use error. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error in the complaint. The root cause investigation is in progress.

Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The home patient (hp) was not connected. The hp stated they changed the cassettes on the setup two times but they did not change the solution bags. Gts explained the proper setup of supplies. The hp will start over with new cassette and solution bags. The hc unit was operational. There was patient involvement, but no injury or medical intervention was reported.